Manufacturer narrative:
Based on device settings, the device was below the expected longevity. No high current drain sources were found throughout bench and automated testing. The battery was sent to the vendor for further analysis. No anomalies were found. The cause of the premature depletion remains undetermined.

Event description:
It was reported that at follow-up, device was found to be at eol prematurely. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.